Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011. The fse determined the blade wash was not draining properly and replaced the drain valve. The fse found the bearing on the blade wash follower was broken and falling apart. The fse ordered a cam follower assembly and replaced it on the next day. The fse verified repair per established procedures. Hardware is the root cause for this event. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) and reported to customer technical support (cts) that the cap piercer blade wash station was leaking fluid onto the sample tube caps. The issue is associated with the unicel dxc 600 pro synchron clinical system. Customer removed a fluid line prior to contact with cts. Cts directed customer to reattach the line and monitor cup for further leaking. Customer confirmed that no erroneous results were generated. A service request has been set up for a system evaluation. No injury was reported on this issue.